Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked display window, damaged battery capcoin slot(p) and cracked case near display window corners noted during visual inspection.(B)(4)

Event description:
It was reported that the customer could not get the battery out since the battery cap won't budge. Customer's blood glucose level was 249 mg/dl. Customer stated that she was unable to remove the battery cap on her pump. Customer was advised to attempt to remove the battery camp. Customer stated that she was not able to remove the battery cap with a large screwdriver. Customer was advised to discontinue use of the pump if the battery is low. Customer was also advised to monitor the pump closely if they continue to use it. Insulin pump will need to be replaced. No additional information provided.